Event description:
It was reported that the extravascular (ev) lead exhibited episodes of oversensing two weeks after implant, but they were short in duration and not clustered. Additionally, r-waves had been low but stable since implant. Isometrics were done during a clinic visit, and significant myopotential oversensing was noted when the patient lifted a chair. Alternative sensing vectors were evaluated but r-waves were found to be unacceptably low and oversensing could still be reproduced; thus, the sensing vector was not changed, and alternative reprogramming was done which eliminated the oversensing. It was thought that the low r-wave amplitude caused the oversensing. The ev lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.